Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020 a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the arm. Patient also had blood glucose levels that exceeded 500 mg/dl. The patient was taken to the doctors and diagnosed with a staph infection. The patient was treated with solfatrin (trimethoprim / sulfamethoxazole) 200mg/40mg/5ml to take 3 teaspoons twice a day for 10 days.